Event description:
It was reported that the ilet user received an insulin infusion set expired notification after changing supplies, and review of the pump history showed an incorrect infusion set change date; the agent guided the user to perform a fill cannula only and provided education on correct supply change steps. There were no reported adverse clinical effects. Outcomes included no alarms beyond the notification and no need for medical intervention. Investigation included user interview, device history review via on-pump infusion set records, and in-use troubleshooting. Investigation of this case revealed user setup error related to recording of the infusion set change date, with the pump functioning as designed and no device component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was user error and use of device in a manner not intended.